Event description:
It was reported that the balloon of this artificial urinary sphincter had gradually been migrating. A revision surgery is planned. No patient complications were reported.

Event description:
It was reported that the balloon of this artificial urinary sphincter had gradually been migrating. A revision surgery is planned. No patient complications were reported.